Event description:
It was reported two closure tops were found to be backed out during a four month post-operative visit. There was no report of patient pain. A revision procedure is not planned at this time. This is report two of four for this event.

Manufacturer narrative:
The complaint is confirmed for two (2) of two (2) vitality closure tops (pn 07.02010.001) and two (2) of two (2) vitality screws for the reported failure of loosening post-op. The severity of this event is 0 (B)(4). The products were not returned and no photos were provided. However, x-rays were provided to show the backout. Events like this have previously been caused by the closure tops not being fully seated. This can be due to the torque handle not supplying enough torque, the closure tops cross threading, or the surgical technique guide not being followed. These devices are used for treatment. The lot number was not provided, so the dhrs are unable to be reviewed. There are no current recalls or product holds for this product.

Event description:
It was reported two closure tops were found to be backed out during a four month post-operative visit. There was no report of patient pain. A revision procedure is not planned at this time. This is report two of four for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2020-00327, 3012447612-2020-00329, and 3012447612-2020-00330.

Event description:
It was reported two closure tops were found to be backed out during a four month post-operative visit. There was no report of patient pain. A revision procedure is not planned at this time.. This is report two of four for this event.